Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was inserted on (B)(6) 2011 by the radiologist, after the catheter was inserted the radiologist noticed bleeding from the a port line. They had to do another replacement.